Manufacturer narrative:
B3: date of event - aware date of 10oct2023 used as event date is unknown.

Event description:
It was reported thrombosis and device damage occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination forty-five (45) days post index procedure, the physician indicated several of the struts of the closure device appeared damaged. Transesophageal echocardiogram (tee) showed a bifurcation of the laa behind the implanted closure device which was identified as a potential thrombus. No patient complications were reported.